Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a damage on the guidewire exit port assembly. Only imaging window was returned, the catheter was not returned. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-11916. It was reported that catheter entrapment occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending (lad) artery . A 2.25 x 38mm synergy¿ stent was implanted, thereafter the physician observed the site using an opticross¿ imaging catheter. During the removal of the imaging catheter, the guidewire exit port got stucked in the distal part of the stent. The stent was not completely apposed causing the opticross catheter stuck in the stent.without removing it the physician bailed out the shaft of the opticross¿by a scalpel through cutting it followed by dragging out the imaging core. A guidewire was inserted and the device was successfully removed. The procedure was completed with this device. There was no reported patient complications and patient's condition was good.